Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Electrograms were performed and revealed loss of capture of the right ventricular lead due to low pacing output of the implantable cardioverter defibrillator. The device was reprogrammed to resolve the issue. Patient remained stable throughout event.